Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04993. It was reported the patient's lead migrated, which were confirmed with x-rays. The patient lost stimulation due to this issue. Leads were explanted and replaced on (B)(6)2019 which resolved the issued.